Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 170 mg/dl. Tandem technical support recommended the customer go to the emergency room but the customer chose to monitor bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.